Event description:
It was reported that the user experienced a low blood glucose event with a self-reported fingerstick value of 47 mg/dl and treated with an oral carbohydrate beverage. Symptoms included hypoglycemia. Outcomes included urgent low glucose requiring self-treatment. Investigation included a review of available complaint details and troubleshooting and education provided. Investigation of this case revealed no device malfunction reported or confirmed and no device component issue identified, with the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown and not attributable to a confirmed device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.